Manufacturer narrative:
B5: replace b5 statement.

Event description:
It was reported that a malfunction alarm occurred. In addition, customer reported a low blood glucose of 39 mg/dl due to over bolusing for earlier bg levels. Low bg was addressed by consuming carbohydrates. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. In addition, customer reported a low blood glucose of 39 mg/dl due to overcorrecting for earlier bg levels. Low bg was addressed by consuming carbohydrates. The customer reverted to an alternate method of insulin therapy.